Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness, dryness of nasal and eyes, polyps found in nostrils edema of the cornea. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fine black contamination found inside the bottom of the device casing and the back of the lcd, dirt/dust found within the airpath on the blower motor casing and motor impellers, contamination throughout the airpath, slight black contamination at the blower seal of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes the contaminates found were consistent with an unknown black particles and dust or dirt, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.